Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed bent connector pins. The reported malfunction was not duplicated during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This could be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during surgery the mdu began to stop and began to heat up, subsequently the message "tip lock" was displayed on the console screen. It is unknown if there was a back up device available or if there was a delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).